Event description:
During implant procedure, it was not possible to connect the lead to the header of the device. This device was not implanted and the lead was successfully connected to another device. The patient was stable.

Manufacturer narrative:
The reported event of problem with lead connection to the pacemaker was confirmed. Analysis revealed that the setscrew became stuck to the wrench tip due to incorrect insertion of the torque wrench into the setscrew hex inset. The physician was forcing the wrench tip into the setscrew inset with the corners of the wrench being wedged forcefully into the setscrew inset walls which stuck the setscrew to the wrench tip. The stuck setscrew was then pulled out of the device through the septum. The physician then reinserted the setscrew back in through the septum. The setscrew cannot be tightened on the lead after this has occurred. Also, the device cannot be implanted with a damaged septum. Lab testing found the setscrew normal and tightens normally onto leads and holds them in place in the connector. The anomaly is related to the user/physician's incorrect use of the torque wrench.